Event description:
The user facility reported that the glidewire gold broke off inside of a quickcross catheter during the procedure. There was no patient injury/medical or surgical intervention required. The patient was in stable condition. They were able to remove the catheter with wire and continued the case. Additional information was received on 06jul2023: the procedure being performed was a lower extremity angiogram.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3: patient sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. Since the actual sample was not returned, investigation of it could not be performed. History investigation of the involved product code/lot number: - no anomaly was found in the manufacturing record and the shipping inspection record. - no other similar report from other facilities was found. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. Ashitaka factory assures the quality of this product by performing following inspections and control. To assure the strength of core, the outer diameter of it is controlled. Before the packaging process, 100% visual inspection is performed to confirm that there is no anomaly such as a scratch or peeling of outer layer. The IFU of this product indicates the following warning: [warning] "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.